Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/26/2020 . Device evaluation summary: according with the reported information, the patient experienced a rupture on the breast implant. During visual inspection of the sample, a tear was found within an area of missing material in the posterior view, measuring 7.0 cm, and 4.0 cm x 4.0 cm, respectively. Additionally, a crease was observed within the missing material. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 300cc mentor memorygel breast implant experienced right sided rupture post procedure. A magnetic resonance imagery was performed on (B)(6) 2020 which confirmed right sided rupture. As a result, patient underwent unilateral removal and replacement with an unspecified saline-filled breast implant on (B)(6) 2020.